Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval was able to confirm and reproduce the door not fully latched alarm. It was determined that the alarm was caused by a failing upper auxiliary. As a result, the upper auxiliary has been replaced.

Event description:
It was reported that a pump alarmed "door not fully latched." The customer stated that the device was last used in the med/surge department at the facility and there was no pt involvement.